Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, gel bleed.

Event description:
Healthcare professional reported "really bad rupture, small leak and the other side is "totally obliterated" but unsure of which". Later healthcare professional reported "gel bleed". This record is for the right side. Device was explanted.